Manufacturer narrative:
Cracked reservoir tube lip, cracked display window, minor scratches on display window and cracked case near display window corners noted during visual inspection. Ink stained keypad overlay and ink stained address/serial number label noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported the customer had a crack on their display. Customer stated their insulin pump was not dropped or bumped. The customer was not in a car accident. Customer's insulin pump will be returned for analysis. No additional information provided.